Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report#: 1717344-2025-00156. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4), according to the reporter, during a total laparasopic hysterectomy, the devices¿ button was stuck in the on position and continued activating when unintended. Another ligasure device used successfully with the same generator. Used another device and it worked fine. There was no patient injury.

Event description:
According to the reporter, during a total laparasopic hysterectomy, the device's button was stuck in the "on" position and continued activating when unintended. Another device was used successfully with the same generator. Used another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.